Event description:
It was reported to medtronic minimed that the customer experienced simplera sensor was stuck in the serter during the insertion. The customer reported no adverse event. The event involved product(s) mmt-5120c1. Troubleshooting was performed and customer stated the sensor remained in the applicator. The customer also confirmed that inserter did not release the sensor after re-attempting insertion. No harm requiring medical intervention was reported. No product return is required for mmt-5120c1.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Received the following, one opened/used simplera serter in its non retracted state. The product is in the non retracted state and the needle remains exposed following actuation. This state is classified by the frame and sensor carrier being flush. One simplera sensor returned, then performed a visual inspection on the serter product for physical/cosmetic damage (dents or cracks on the serter shell/tyrek), and found the needle housing cap damage. Inspected the sensor for any physical damaged on the casing and sensor flex and found the sensor flex and found the flex to be severed. Then proceeded to take the serter to the nikon microfocus x-ray system machine (xtv-160), and found the actuation clips are bent, inspected the insertion and retraction springs for any misalignment, and none were found. Then, proceeded to disassemble the serter using the roland cnc-machine (mdx-50), and using the sciencescope macroscope (cc-sjant-4k-af) to identify whether the plunger and frame could be separated using disassembly instructions. The frame pushes out of the plunger automatically due to the insertion spring force and the removal of the plunger stop during drilling, no anomalies during procedure. Then identify whether the frame and sensor carrier could be separated using the disassembly instructions. The sensor carrier fell out of the frame under its own weight after the sensor carrier is pushed out of the frame holder, no anomalies was found during this procedure. Using the sciencescope macroscope (cc-sjant-4k-af) inspected the plunger, retainer, frame, and sensor carrier/snaps for physical damage and found the sensor carrier tabs was found bent. See attachment file for details. In conclusion: the customer complaint of sensor stuck in serter is confirmed. Because the unit was already opened or used when we received it for testing, it is impossible to determine when or how the tabs, sensor flex, and the needle was found damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.